Event description:
There were air bubbles in patients IV line, nurse used a syringe with a blunt needle on it and accessed a port on the IV line to remove air bubbles. When syringe was removed from port the rubber part where the needle goes into, was pushed down and the drug that was in the line started to leak out. The whole line needed to be changed.